Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead exhibited less than 200 ohms impedance, once in the past seven days and once in february. The lead would be monitored for changes.